Event description:
It was reported the patient had his malleable penile prosthesis removed and replaced with an inflatable penile prosthesis due to erosion. No further patient complications were reported in relation to this event.